Event description:
An initial report of patient hospitalization was made to united therapeutics on 17-oct-2022 and forwarded to millyard advanced medical products llc on 18-oct-2022. The patient's husband reported that they were unable to successfully fill and change cassettes and found remodulin between the cassette and priming aid. The patient went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.